Event description:
Unomedical reference number (B)(4). Event occurred in united states. The patient reported that the infusion set's cannula was bent at the infusion site. Reportedly, the patient's blood glucose was above 600 mg/dl and had experienced diabetic ketoacidosis. The patient self-treated with insulin via injection. Subsequently, the patient went to the emergency room followed with hospitalization where insulin drip and some unspecified intravenous fluids were given which resolved the issue. The patient was hospitalized for two days and there was no permanent damage to the patient. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.